Event description:
It is reported that the pt is experiencing pain.

Manufacturer narrative:
No devices or photos were received; therefore, the condition of the components is unknown. Surgical notes were not provided. X-rays were not provided; it is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique. A definitive root cause cannot be determined with the information provided. The part numbers and lot numbers are unknown; therefore, the device history records could not be reviewed. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem.